Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer received no delivery alarms. The customer's blood glucose level at the time of incident was 596mg/dl. The customer treated the highs with the pump. Troubleshoot was conducted. The customer was advised to conduct full set and reservoir change. The customer declined to troubleshoot for the highs. The customer was advised the pump would be replaced and returned for analysis.